Manufacturer narrative:
(B)(4). Concomitant medical products: comp rvrs shdr glen bsplt +ha part # 115330 lot # 629650. Comp primary stem 8 mm std part # 113648 lot # 985870. Comp rvs hmrl ti tray 44 mm part # 115340 lot # 228430. Comp rvrs shldr glnsp std 36 mm part # 115310 lot # 239030. Arcom xl 44-36 std hmrl brng part # xl-115363 lot # 853780. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06871, 0001825034-2017-06872, 0001825034-2017-06873, 0001825034-2017-06874, 0001825034-2017-06875. It is unknown if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient received a comprehensive reverse shoulder 5 1/2 years ago. It has been further reported that the patient is being considered for a revision due to unknown reasons.  Attempts have been to find more information made but no more information is available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information.